Event description:
It was reported that the customer's pump was not charging, as noted by the distributor. The customer's blood glucose level was recorded at 150 mg/dl, which is within the normal range. Attempts were made to resolve the issue by reconnecting the pump with different cables, but the pump did not start. The customer was sent a replacement pump.